Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right ventricular (rv) lead was found with elevated capture threshold. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.